Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level was 796 mg/dl. The customer¿s blood glucose level at time of incident was 796 mg/dl and the current blood glucose level was 178 mg/dl and 140 mg/dl. The customer was treated with intravenous with insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports the symptoms related to their high blood glucose like dry mouth and sick at her stomach. Troubleshooting was declined. The insulin pump will not be returned for analysis.